Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of diabetic ketoacidosis. The patient was reported to be pregnant and have gastroparesis. Patient used pump to treat their high blood glucose levels. The patient had to visit the emergency room and then had to be admitted to the hospital on (B)(6) 2024. The patient was given d5 and insulin drip at hospital. Length of hospitalization was reported to be greater than 24 hours. Symptoms reported at the time of admission in hospital were diabetic ketoacidosis (dka) and vomiting. It was reported that dka was not related to the pump it was something about her that she gets it. Reason of hospitalization was documented to be diabetic ketoacidosis (dka) and dehydration. The results of the ketones test was: 1.6-2.9. Insulin was administered while at the hospital via d5 insulin drip. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6005344 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6005344 was manufactured according to the work instruction (wi) version 78, on 06/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 31/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level, presence of ketones and symptoms e.g., nausea, vomiting, abdominal pain, confusion) and lot 6005344 and no more complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.